Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer's blood glucose level ranged between 200-250 mg/dl. Customer continued to use the pump for insulin therapy.